Event description:
Information identified in the manufacture's data base indicated the patient in a (B)(6) study died approximately eight months post implant of the implantable pulse generator (ipg). The cause of death is unknown. The records regarding the death are permanently missing per the contact site.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.